Manufacturer narrative:
Concomitant medical products: non-bd extension set; 30 ml bd syringe; 6 ml medefil syringe heparin, therapy date unk. The customer¿s report of a leak at the filter was not confirmed however a leak was found at the silicone pump segment of the primary set. The received sets were visually inspected and no anomalies were observed. Pressure testing resulted in no leaking from the filter of the extension set as originally reported by the customer. Functional testing confirmed leaking in the primary set from a small hole on the silicone pump segment tubing near the upper fitment. No crush marks or tool marks were observed. The cause of the leak from the silicone segment is a small hole near the upper fitment. The root cause of the hole could not be determined.

Event description:
The customer reported that a filter leaked when infusing an unspecified medication in the nicu. There was no report of patient harm.